Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 57 mg/dl. The customer was found unconscious by the paramedics then transported to the hospital. It was stated that the customer changed the infusion set a few days prior and also the last bolus was done the day before the hospitalization. Troubleshooting was performed and the programming was correct. The displacement test was performed and the insulin pump passed the test.